Event description:
The patient reported experiencing a loss of therapeutic effect. Manufacturer's representative notified on (B)(6) 2015. Event was noted as (B)(6) 2015. The patient was having a problem not being able to pee. The patient stated having surgery (B)(6) 2015 and then about in (B)(6) is when symptoms started back. The patient met with manufacturer's representative for reprogramming on (B)(6) and informed representative of what was going on. The patient did not remember who the representative was. The representative put her on program 4 and instructed the patient to stay there for 2 weeks (until (B)(6)), then change to program 1. The patient had increased stimulation up to 2.3 but it was painful so she decreased today back to 2.2. The patient was concerned about traveling to montana. The patient wanted to know what does she do if things still aren't helping? Patient services reviewed since the patient was still having urinary problems and she had increased stim as far as she could and it was painful, then the patient may want to inform the representative and see if she should change to program 1 now instead of waiting until (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0hp78, implanted: (B)(6) 2014, product type: lead. (B)(4).